Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6).(B)(4). This record was converted. For additional information about the analysis, please see sap. Device passed rewind, seating, basic occlusion, occlusion, force sensorand displacement test. Device received with cracked case at reservoir tubelip and battery tube threads. Device received with minor scratched lcdwindow.mr 02-18-2016

Event description:
Medtronic received information that high bgs (not hospitalized) occurred. There was no adverse impact or consequence reported as a result of this event.